Event description:
It was reported that after a deep inferior epigastric perforator (diep) procedure, a hematoma occurred ten hours after. There was a reoperation with evidence of a compressive hematoma. There was operation again three days later.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.